Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ("essure device induced pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic hysterectomy). At the time of the report, the medical device pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, medical device pain and menorrhagia to be related to essure. Diagnostic results: on (B)(6) 2012: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("essure device induced pain / pain abdominal") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and pyrexia ("fever"). The patient was treated with surgery (underwent laparoscopic hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage and pyrexia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pyrexia and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2012: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: new events vaginal bleeding and fever. Previous event medical device pain updated to pain abdominal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure device induced pain / pain abdominal') and pelvic abscess ('abscess') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion hospitalization), vaginal haemorrhage ("vaginal bleeding"), pyrexia ("fever") and abdominal pain ("essure device induced pain / pain abdominal"). The patient was treated with surgery (underwent laparoscopic hysterectomy) and IV antibiotics. Essure was removed on (B)(6) 2013. At the time of the report, the medical device pain, pelvic abscess, menorrhagia, dysmenorrhoea, vaginal haemorrhage, pyrexia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, medical device pain, menorrhagia, pelvic abscess, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2012. Diagnostic results: on (B)(6) 2012: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure device induced pain / pain abdominal') and pelvic abscess ('abscess') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion hospitalization), vaginal haemorrhage ("vaginal bleeding"), pyrexia ("fever") and abdominal pain ("essure device induced pain / pain abdominal"). The patient was treated with surgery (underwent laparoscopic hysterectomy) and IV antibiotics. Essure was removed on (B)(6) 2013. At the time of the report, the medical device pain, pelvic abscess, menorrhagia, dysmenorrhoea, vaginal haemorrhage, pyrexia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, medical device pain, menorrhagia, pelvic abscess, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2012. Diagnostic results: on (B)(6) 2012: hysterosalpingogram: confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event added: pelvic abscess and abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.